Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output connectors were broken and additionally noted that the hanger assembly had loose action and would not close all the way and that the display wires were routed incorrectly over the battery compartment and both were pinched in multiple locations and were replaced as a preventive. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator's atrial and ventricular connectors were broken. The generator was returned for service. No patient complications have been reported as a result of this event.